Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'keypad is slow to respond' could not be reproduced during evaluation as the delay in the processor board was less than one second. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump had a delayed keypad response. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.